Event description:
During a pancreatoduodenectomy procedure, staples did not fire. The surgeon applied another device. Some additional tissue was resected. The hospital reported that the patient status is satisfactory.